Manufacturer narrative:
The investigation for the reported optical issues has been completed. The impella 5.5 was returned for investigation. The pump was visually inspected finding no broken blades or cannula kinks. Borescope view obtained through cannula found no biomaterial from the top view of impeller. Bottom view of impeller with borescope confirmed biomaterial wrapped beneath impeller wings at outflow. The optical bench 5s parameters were verified and observed to be in normal ranges. The light continuity test passed, and no optical signal issues found. No other abnormalities relative to the pump seen. Data logs were reviewed and upward shift in motor current and placement signal with p-level changing per auto suction response and low flows observed. There was no optical signal issue found per logs and therefore an optical issue could not be confirmed. The cause of the low pump flow issue (as seen on data logs) was biomaterial per return product investigation and log review.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, a sudden change in placement signal with the impella 5.5. Placement signal began rapidly increasing and becoming sporadic. Additional information received states that no intervention was needed and that the impella was still active and working.

Manufacturer narrative:
Corrections that were made from the initial manufacturer device report number 1220648-2024-08602. F6 and f8 should not have had entries in the initial report. G1 reporting contact email updated.